Manufacturer narrative:
Patient information - unknown. Date of event - unknown. Occupation - other; sales & mkt assistant. Device evaluation - although initial information indicates that the device is available for evaluation, it has not yet been received by the manufacturer. Review of device history records found seventeen (B)(4) pieces of lot 00074rs were released for distribution on 4/3/2018 with no deviation or anomalies. Two-year complaint history review found this to be the only report for this lot. Further review did not identify a trend for reports of this nature for this part number. No conclusions can be drawn at this time. Should the product be received, a follow-up report will be filed following completion of investigation..

Event description:
It was reported that a procedure was performed in (B)(6), on an unknown date, utilizing the reform poct pedicle screw system. The tip of the adjustment driver, poct screw system (55-in-0060) broke while adjusting the screw. The broken piece was removed from the screw and the procedure was completed with no further issue. There was no patient injury or delay to the procedure reported.